Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complete heart block and a lowered ventricular escape rhythm. There was no pacing and impedance was high. The patient was given a temporary pacer emergently to provide rate support. Chest film showed insulation degradation of the right ventricular lead next to the clavicle. The patient was kept on telemetry for observation. A right ventricular lead fracture was observed on fluoroscopy when the patient was supine.the lead was capped and replaced (B)(6) 2018. The patient was stable in the recovery room and discharged the next day.

Manufacturer narrative:
Correction:- "lowered ventricular rhythm" reported initially in should also have been bradycardia